Event description:
The tibial baseplate was revised because it appeared to be somewhat oversized.

Manufacturer narrative:
Evaluation could not be performed. Device not returned to howmedica rutherford.